Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for pre-dilatation. However, during inflation at 8-10 atmospheres, the balloon ruptured. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
D4: lot number has been corrected from 23209928 to 23260076. D4 expiration date changed from 01/17/2022 to 01/28/2022. H4 device manufacture date changed from 01/18/2019 to 01/29/2019. The returned product consisted of a maverick 2 balloon catheter. Microscopic inspection revealed a circumferential tear in the balloon. The balloon had indentations showing that the balloon may have burst due to interaction with the lesion.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for pre-dilatation. However, during inflation at 8-10 atmospheres, the balloon ruptured. No patient complications were reported and the patient's status was stable.